Event description:
It was reported that the friction pad on the radiofrequency programmer head was in need of replacement. The head was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was noted that the head had no telemetry and failed all uplink amplitude tests and the cable was replaced to resolve. It was additionally noted that the lens was cracked and therefore the upper case was replaced and analysis confirmed the initial customer comment that the label was delaminated and the label was therefore replaced. (B)(4).